Manufacturer narrative:
The date of event was asked but unknown. Device is expected to be available for evaluation. Once the investigation is completed, a supplemental report will be submitted. This is the 1st of 2 reported events for the same patient. Please reference 3011649314-2018-00226 ((B)(4)) for the 2nd event.

Event description:
This report is for event 1 of 2: it was reported that the patient experienced an allergic reaction after using the comfort splint night guard. The patient developed cold-like symptoms. The patient felt like he could not breathe and his nasal passage felt constricted. The patient experienced the allergic reaction after a "few nights of wear" (no specified date provided). The patient stopped using the device and the reaction went away immediately. Patient has no known allergies, no pre-existing conditions, no smoking or alcohol use and no relevant health conditions or medicine being taken. Patient's current status is "healthy". No information provided on how the device was cleaned/maintained. No adjustment made to the device prior to delivering to the patient.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth with no readjustments. No major cracks were found. Mouth guard's layers were intact and not separated. The appliance turned yellowish due to the normal usage. The returned appliance was clean and in good condition. A review of the material lot was performed and no non-conformity or defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test was completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.